Event description:
It was reported that the downstream occlusion (dso) seal was damaged. There was no patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. During the visual inspection it was found the downstream occlusion (dso) seal degraded. The dso seal was replaced with a new one. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.